Manufacturer narrative:
Batch review performed on 05 april 2019: lot 150354: (B)(4) items manufactured and released on 15 april 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, all the items of the same lot have been already sold with another similar reported event (complaint (B)(4) [MDR 2016-00117]). Clinical evaluation performed by medical affairs director: knee revision surgery occurred 3 years and 10 months after cemented tkr in a (B)(6) year old man. Radiographic image provided shows tibial tray subsidence. Initial implant position and cortical bone coverage cannot be determined not having an immediate postoperative x-ray. Aseptic loosening is a possible literature described adverse event after tka and causes are often unknown. The reason of this event cannot be determined but there is no reason to suspect a faulty device.

Event description:
Revision surgery performed due to tibial tray fixed cemented loosening, after about 4 years from the primary. The tibial tray has been revised with a same size implant, the pe inlay of 10 mm has been replaced with a 17 mm implant.